Event description:
It was reported by the customer that the catheter breakage, catheter leaking is happening frequently. After 2 days of insertion catheter breakage happened, catheter replacement done. There was no patient harm associated with this event. Although the healthcare provider was required to change the connector, there was no interruption or delay in therapy due to the leakage. The catheter fracture was partial and occurred externally. The catheter was secured using a statlock securement device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.